Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. The customer¿s blood glucose was less than 40 mg/dl at the time of the incident and current blood glucose was 233 mg/dl. The customer¿s blood glucose was 200 mg/dl. The customer was treated with food. The customer declined to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.